Event description:
It was reported that this right ventricular lead was explanted due to experiencing fracture due to clavicle crush and exhibiting high pacing impedance and intermittent capture. Another lead was implanted instead. No further adverse patient effects were reported.